Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red and open skin area. There was no alleged device malfunction contributing to the irritation. The patient¿s recommended only wearing lv during the day for the skin irritation. Follow up indicated that the skin irritation improved.